Event description:
It was reported to philips that the device was unable to produce x-rays, which can impact imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was intermittent and tried to exposure again to finish the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to produce x-rays. Review of the system log file showed the issue in x -ray generation and found the power inverter frequency was too high. To resolve this issue, fse replaced power inverter. The system was returned to use in good working order. The codes were updated based on investigation outcome. Evaluation method was correctly updated.